Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew4312 showed no other similar product complaint(s) from this lot number.

Event description:
It was report that the PICC snapped off in patient. They had to be blue lighted to a different hospital to have it removed. No other information was provided.

Event description:
It was report that the PICC snapped off in patient. They had to be blue lighted to a different hospital to have it removed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed and appears to be related to the use of the device. One 4 fr groshong nxt catheter was provided for evaluation. The catheter was received in three segments. Two kinked regions were visible proximal to the first fractured region. Microscopic observation of the kinked regions revealed circumferential splits to be aligned with the kinks. The fracture surfaces were observed to be rough and granular. The edges appeared to be rounded within a matte surface finish. The distal fracture surface of the middle catheter segment was observed to be angled with jagged peaks. The characteristics of the damage observed are consistent with damage caused by repeated kinking of the catheter leading to material fatigue. Evidence of exposure to tensile forces was also observed which may have also contributed to the fracturing. Since the catheter was found to be fractured at two regions, the complaint is confirmed and appears to have occurred during use of the device. H3 other text : evaluation findings are in section h.11.